Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side rupture was discovered during the explant surgery and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: analysis of the returned device identified: underweight, crease fold and opening curved on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.